Event description:
Mattresses on low flow beds used in critical care unit revealed compromised zippered mattress overlays, allowing penetration of blood/body fluids into the internal cotton layer, which has the potential to cause patient exposure to communicable diseases when the fluids seep back up. Also, black overlays make this issue more difficult to identify. Marketing materials states routine surface cleaning sufficient and that material prevents leakage but now mfg. Stating overlays should be laundered every 90 days or when saturated.====================== health professional's impression======================manufacturing guidelines or protocols are unclear regarding the suggested frequency of laundering mattress overlays and/or proper disinfection between patient uses. Overlays may eventually allow fluid penetration into inner portions of mattress. Black mesh overlays decrease chances of noting potential mattress compromise between patient use as not as easy to note body fluid discoloration or penetration.